Event description:
It was reported that the distal locking trocar missed the nail causing the screw to move posterior. While drilling, the drill bit reportedly hit the nail. The surgeon noticed that the screw missed the nail and re-drilled the locking screw through the distal locking portion. The event occurred during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. There was a reported fifteen (15) minute surgical delay. (B)(4).

Manufacturer narrative:
(B)(6).device was not explanted. Complainant part is not available for return. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: monument - manufacturing date: may 31, 2013 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.